Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada; and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device logs showed evidence of poor continuity. However, without an event date, it could not be firmly related to the customer's report. The electrodes used were not returned as part of this investigation. No trend is associated with reports of this type.